Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection revealed that the safety cover shielded the tip of the needle and the inner needle was bent at the base part. The safety cover was pulled back, and the cover has already activated on the returned sample, to the inner hub. Testing included assembling the catheter of a retention sample to the inner needle mentioned above and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. A microscopic inspection of the safety cover revealed no defects. A review of the manufacturing and inspection records of the detector for safety cover deformation revealed no relevant finding in the past six months. A review of the device history records was conducted with no relevant findings in the past six months. A review of the complaint files was conducted and confirmed no similar complaints have been reported in the past year. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that the inner needle was removed at an extreme angle or while being rotated. Furthermore, when tested and reinserting the inner needle into the catheter, the safety cover activated. The device labeling does address the potential for such an occurrence in the instructions-for- use (IFU) (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly". (2) do not attempt to re-insert a partially or completely withdrawn needle." (B)(4). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a nurse with one year experience incurred a needle stick. Follow up communication with the user facility reported: the nurse withdrew the inner needle as usual after the IV catheter was injected into the patient; the nurse temporarily placed the withdrawn needle in the tray instead of disposing of it in the sharps container for used needle because it was deemed that the tip of the inner needle was shielded by the safety cover; the nurse quickly held the catheter to avoid blood leak and connected it to the infusion set; afterwards, when cleaning and disposing the withdrawn needle and others, the nurse felt pain in the finger and checked the withdrawn needle condition; the safety cover did not shield the needle tip and just stayed at the middle of the needle tube; the nurse incurred a needle stick; it was reported the nurse had a blood test and it is unknown if the nurse was infected or not; and the nurse is under observation.